Event description:
Customer reported to beckman coulter, inc. (Bec) that there was blue fluid underneath in the back of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe the leak but did observe residue. The fse found a torn tubing connected to the hemoglobin solenoid. The fse replaced the tubing and no additional leaking was observed. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).